Event description:
Customer reportedly received results of 274 mg/dl and 129 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(6).

Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2010. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. It was reported that the patient presented to the emergency room four days post procedure and then (ER) three other times post catheterization due to pain and tenderness at the groin. An ultrasound confirmed negative for hematoma. The groin site was also cultured for infection and was found to be negative. On the 4th visit to the ER, the patient was sent to surgery to extract what was assessed by the surgeon to be sealant. There is no report of further clinical sequela. No further information was provided.